Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: recall box should have been ticked. Correction: the reporting number should have been z-0003-2018.